Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 3:00 pm. The end user was receiving inconsistent blood glucose readings from his prodigy diabetes glucose meter. The end user was incoherent and the paramedics were called. His blood glucose reading during the medical event was 238 mg/dl. The paramedics performed a blood glucose test with their meter with a result of 33 mg/dl and the end user was given glucose. The end user was transported to the ER and IV fluids were administered along with peanut butter crackers and juice. Prior to discharge the end user's blood glucose was stabilized at 105 mg/dl. After 3 hours in the ER he was discharged and instructed to follow-up with the hospital. No additional information was provided in relations to this medical event.